Event description:
General report of occlusion alarms leading to missed medication doses received. The customer reported that there have been reports of occlusion alarms during use of the tubing with unspecified pumps in use on home care patients. In most instances, the tubing was changed to resolve the alarms. However, it was reported that in 3 instances, the patients had no additional tubing on hand and missed a medication dose until tubing became available. Although requested, additional patient information regarding age, gender, diagnosis, and event information was not available at this time.